Manufacturer narrative:
Analysis of the pump found battery high resistance.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) indicated troubleshooting included interrogating the pump and telemetry showed that the pump was in minimum rate dose safe mode. The cause of the increased pain was the pump reset. The pump was not delivering a normal amount of dilaudid because of the reset. On (B)(6) 2015 the pump was ¿re-telemetried¿ to the previous simple continuous dosage and presumed oral dilaudid if the pump stopped working again. On (B)(6) 2015 the pump was removed and replaced. The pump was sent back and a high battery resistance was identified. The issue was resolved as well as the increased pain.

Manufacturer narrative:
Concomitant products: product ID: neu_ptm_prog, product type: programmer, patient. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. Product ID: 8578, serial# (B)(4), implanted: (B)(6) 2011, product type: accessory. (B)(4).

Event description:
On (B)(6) 2015, information was received from a consumer and company representative regarding a (B)(6), male patient who was receiving dilaudid 20mg/ml at 8.255 mg/day via an implantable pump for non-malignant pain. On (B)(6) 2015, the patient had a refill and was in pain ever since. The patient experienced a sudden loss of therapy. On (B)(6) 2015, the patient tried to get a bolus and saw error code 8474 on their personal therapy manager (ptm). The patient was hurting and taking vicodin to ease the pain. The pump was alarming due to low battery-reset. The logs showed that on (B)(6) 2015 a reset occurred - low battery and the pump went into safe state. The elective replacement indicator (eri) was 23 months. On (B)(6) 2015, the pump was replaced. The patient recovered without sequela. There was no patient injury. Additional information has been requested regarding the cause of the event, troubleshooting/diagnostics, actions/interventions taken and the event's outcome, but it was not available at the time of this report. If additional information becomes available, a follow-up report will be submitted.

Event description:
Additional information was reported by the company representative. The rep reported that the patient had experienced withdrawal symptoms associated with the eri/ safe state and pump replacement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.